Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00325, 00324.

Event description:
Allegedly patient complained of pain and poor function. Product was removed and provided to the family by hospital administration.